Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012793824 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the distal arm pebax tube was observed to be pinched, the electrode #3 was observed to be displaced, an exposed electrode wire was observed, inverted array was observed, the proximal arm pebax tube was observed to be torn, the pebax tube was observed to be twisted. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #3,4 wire. During microscope and x-ray inspection of the array segment, an electrode wire to electrode #3,4 detachment was observed. In conclusion, the reported issue was confirmed through analysis. The loop catheter failed the returned product inspection due to the multiple issues observed on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during retraction of the pulseselect array into the flexcath contour sheath at the end of a procedure, a knot formed in the array that could not be corrected. The knot had to be pulled tightly to make it small enough to be retracted into the sheath, after which the sheath and catheter were removed from the patient. The procedure was completed. No patient complications have been reported as a result of this event.